Manufacturer narrative:
There are no complaints or allegations of system failure or malfunction, patient expressed pleasure with the system and results. The surgical procedure was performed in preparation for the patient to have knee replacement surgery and the patient has expressed the desire for re-implant when cleared to do so.

Event description:
Patient was implanted with the nalu pns system on (B)(6) 2023 to treat knee pain. Patient reported good results and received pain relief with the system. In (B)(6) 2024 the firm was notified that this patient requires a knee replacement surgery and thus required the nalu system to be removed in preparation for the procedure. A total system explant was performed on (B)(6) 2024.